Manufacturer narrative:
(B)(4). Batch # p55z3p. Photo evaluation: one photo was provided. The picture shows a ntlc55 device inside of a plastic bag. The firing knob is detached and aside of the device. No reload can be seen loaded on the device and the staple height selector is in the green position. Based on the photo alone the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results found that the ntlc55 device was received non-sterile, with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, how was the device "broken"? Please provide further detail of what portion of the device was broken. Response: when ot staff peeled the pouch the firing knob was found to be detached from rest of the stapler.

Event description:
It was reported that during an unknown procedure, during the surgery, the staff opened new ntlc55. However, it was found broken. They informed the store staff and replaced it with another new gun.